Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm tested the iabp and observed an alarm in the logs. A manifold leak test was performed by the stm and the unit passed. No leaks were observed in the pneumatics, the iabp passed all leak tests. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump had a "gas loss in iab circuit" alarm. It is unknown if there was any patient harm/injury; however there was no adverse event reported.